Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate hv therapy. The patient was in chronic af. The device was reprogrammed. The patient will be monitored at the next follow up.